Manufacturer narrative:
Service was not dispatched for this event. The customer was contacted by the customer technical support specialist who indicated that the leak had been addressed by the customer by replacing I-beam tubing at the bottom of valve vl49, which resolved the leak and also the diluent comparison out limit error. (B)(4).

Event description:
The customer reported a fluid leak of approximately 20ml from tubing at pinch valve vl49 on a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and diluent comparison out of limit error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.